Event description:
The reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 252 mg/dl. Customer stated that earlier today she could not push the insulin through manually with the plunger. Customer stated that she had to push hard. Customer received a no delivery alarm 2 weeks ago. Customer reported that the alarm occurred during manual prime. Customer stated that she was having issues with the sets and reservoirs connecting. Customer reported that the alarm was resolved by a complete set change. Customer would like to return 2 reservoirs for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.